Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient was in the hospital and being followed by a psychiatric doctor. It was also reported that the patient had called his family and after he said "everything is ok now", the nurses heard a loud noise from the patient's room. When the nurses arrived, they found the patient picking up his system controller from the floor, but they did not know if the patient had thrown the system controller on the ground. The system controller was alarming; however, the nurses were not able to locate the patient's backup system controller and the patient expired.

Manufacturer narrative:
The patient expired and the manufacturer is attempting to acquire the system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.